Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer tried to address the occlusions by changing the supplies and ultimately reverted to manual insulin therapy. Reportedly, the customer was ¿sick and bruised¿. The customer was transported by paramedics to the hospital and was admitted in the intensive care unit (ICU) with a blood glucose level of 800 mg/dl. The customer was treated intravenously with fluids of saline and insulin in the ICU and was released with no permanent damage with issue resolved on (B)(6) 2024.